Manufacturer narrative:
Corrected as product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported the ins recharger (insr)was slow to charge ins and was acting abnormally. Patient stated he met rep for troubleshooting and was told the recharger was ¿wearing out¿ and needed to be replaced. A replacement recharger would be sent to patient. It was noted rep requested replacement recharger due to recharger was taking longer to charge implant. Additional information was received from patient on (B)(6) 2018. Patient stated he got the replacement insr, he charged up the ins, but it took 8 hours to reach full charge which was a lower rate than the previous insr. Patient stated overnight, the ins went to 0. Patient reprogrammed from ¿low to high def¿ on (B)(6) 2018. Patient services reviewed charging and programming consideration and recommended to follow-up with healthcare provider to further assess. It was noted it took 8 hours to charge and ins battery was depleted. Additional noted from patient mentioned that he was going to have an MRI. It was reviewed MRI and to have hcp called for guidelines if necessary. No further complication and no symptoms were reported. Additional information was received from the patient who responded back from a follow up letter. The patient reported that it now takes them 5-6 hours to fully charge internal battery but the charge only lasts 8 hours. Patient is inquiring if this is normal for hd. Patient reported they keep the system in off mode a lot to keep from having device be out of charge constantly.

Event description:
Additional information was received from the patient who responded from follow up letter. Patient reported their weight at the time of event was (B)(6). Patient reported their issue has not resolved and indicated the internal batter does not hold a charge over 8-12 hours even with the device in the off position.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.